Event description:
The customer contact reported an unrequested bolus dose was delivered. The pump was programmed for epidural delivery of 0.1% bupivacaine and fentanyl 0.2mg/ml in the continuous + bolus mode, at a continuous rate of 12ml/hr, with a 10ml bolus dose, a 10 minute pt lockout, and a container size of 150ml. After an approximate of 45 minutes in use, the nurse reported hearing repeated chirping of the device indicating frequent bolus demands. The nurse reported that 66ml had been delivered. The pump and bolus cord were replaced and the therapy was resumed. There were no reported adverse pt effects to the pt or the fetus. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. (B) (4).